Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2025-32807 for the first polarxfit, and . For the second polarxfit. It was reported that the console continually displayed a blood detection error. Subsequently the procedure was cancelled. During an ablation procedure, a polarx fit balloon catheter was selected. After successful treatment of the left pulmonary veins, the catheter was moved to the right side. When attempting to occlude the right superior pulmonary vein (rspv), a blood detection error displayed. The catheter was withdrawn, and blood was observed inside the catheter. After some time with the catheter retracted, it was noted that large volumes of blood were passing through the cryo cable into the console. The cryo gas cable was disconnect and both the catheter and cryo cable were replaced. The gas cable port of the console was cleaned to remove the blood prior to reconnection. Upon reconnection and initiation of vacuum, the console again displayed a blood detection error. The cryo gas cable was replaced again, but the issue persisted. The remainder of the procedure was cancelled. The patient was under sedation with propofol. The rspv ablation was not performed; there were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No blood was observed inside the balloon. Pressure testing determined the device was out of specification. Dissection analysis revealed a leak path in the outer balloon. There was a small breach in the outer balloon which allowed fluid to ingress, triggering a true blood detection error. The damage was found solely in the outer balloon and was located in the center region of the balloon. Boston scientifics investigation findings were unable to establish a clear conclusion about the root cause of the reported event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 2124215-2025-32807 for the first polarxfit, and 2124215-2025-32856 for the second polarxfit. It was reported that the console continually displayed a blood detection error. Subsequently the procedure was cancelled. During an ablation procedure, a polarx fit balloon catheter was selected. After successful treatment of the left pulmonary veins, the catheter was moved to the right side. When attempting to occlude the right superior pulmonary vein (rspv), a blood detection error displayed. The catheter was withdrawn, and blood was observed inside the catheter. After some time with the catheter retracted, it was noted that large volumes of blood were passing through the cryo cable into the console. The cryo gas cable was disconnect and both the catheter and cryo cable were replaced. The gas cable port of the console was cleaned to remove the blood prior to reconnection. Upon reconnection and initiation of vacuum, the console again displayed a blood detection error. The cryo gas cable was replaced again, but the issue persisted. The remainder of the procedure was cancelled. The patient was under sedation with propofol. The rspv ablation was not performed; there were no patient complications. The device is expected to be returned for analysis.